Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while transecting the colon during a laparoscopic sigmoid resection, the staple line was incomplete centrally. They had to open the jaws and put another reload to complete the case. There was no patient injury.